Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the solera cannulated tap damaged, keep getting stuck in nav lock tracker. The instrument will be replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site's solera instrument cannulated tap damaged was getting stuck in nav lock tracker. This was discovered during a check-out. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Lot number updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: follow-up report 001 showed the wrong aware date for the corrected information. This follow-up reflects the correct aware date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial MDR was filed against the wrong 510k. Product information has been updated. If information is provided in the future, a supplemental report will be issued.